Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, the customer's blood glucose level was impacted. Customer changed out cartridge and infusion set. Customer reported that the seatbelt was on top of the tubing and may have caused the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.